Event description:
It was reported that the bd needle precisionglide 16x1-1/2in had foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: "disposable needle has dirt between the needle cover and the needle. Sealed packaging."

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one sample received by our quality team for investigation. Through visual inspection, foreign matter was observed outside the needle hub. Foreign matter is mainly composed of grease. A device history review was performed for reported lot 2243422, maintenance records were found related to the incident. Based on the teams investigation, possible root cause is associated with cleaning process and adjustment issues.

Event description:
Could you send us photos of the product with deviation? Unfortunately, the evidence is not clear in the image, but I have the sample for collection. Was there any harm to the patient/healthcare professional? (Detail) no. Characteristics/appearance of foreign matter (ex.: rust, grease, paper, insect, etc.); dirt. Is the foreign matter embedded in the material? Yes, between the needle protective cover and the needle. Does the product have any protrusions? E.g.: is it damaged, crooked, shriveled, punctured? No. Was the packaging torn and/or damaged? No, packaging is intact. Is the foreign matter in the packaging, on the plastic film or on the paper? Is in the material (sample). Is the incident-related sample available for analysis? If so, how many units? Yes, just one unit. Info for sample collection and replacement.